Event description:
It was reported that during the procedure in the moderately calcified and tortuous left circumflex artery, predilatation was performed using a non-abbott balloon. A 2.5x28 xience v stent delivery system was advanced to the target lesion. During stent deployment, the balloon was inflated for 30 seconds and the balloon ruptured at 14 atmospheres. The stent delivery system was removed from the anatomy and post-dilatation was performed as standard procedure, using a non-abbott balloon to complete the procedure. There was no adverse patient effect and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot 50. Guide cath: heartrail ir5.0. Factors that can contribute to material ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices and/or stents, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately calcified which likely contributed to the reported difficulties. An interaction with other devices and/or the calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation at 14 atmospheres which is below the rbp. Return of the xience v stent delivery system (sds) may have aided in the investigation and determination of cause. The sds was not returned for analysis and a conclusive cause could not be determined for the reported rupture. A search of the lot history record indicated no non-conforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.